Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with catheter separating into 2 parts. One that withdraws into the retraction system and one that stays in the medical device

Event description:
It was reported with the use of the bd saf-t-intima¿ IV catheter safety system there was an issue with catheter separating into 2 parts. One that withdraws into the retraction system and one that stays in the medical device.

Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8025696. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd was not able to duplicate and confirm the failure because photo or samples were not provided which are necessary to perform better investigation and to know specifically where catheter separated issue was presented in the device.